Event description:
Philips received a complaint on the dfm100 indicating that the device alarmed "low power" and keeps alarming after charging. Device was not in clinical use at the time of event. There was no patient involvement at the time the issue was discovered. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.